Event description:
In 2009, an emergency tracheostomy was performed on an unstable respiratory pt. Following surgery, the pt was transferred to the intensive care unit and attached to a ventilator. The pt remained critical and unstable, but appeared to be ventilating well. Several hours later, the intensive care unit staff noted that the ventilator was sounding a low pressure alarm. The pt was examined by the nursing and respiratory staff who noted that the cuff of the tracheostomy tube had deflated. Attempts were made to reinflate the cuff without success. The respiratory therapist isolated the source of the leak to the pilot balloon. The cuff was reinflated and the pilot line was clamped using a hemostat. The cuff remained inflated following this fix. The physician determined at that time the stoma and trachea were too fresh and underdeveloped to perform a change. At the time this info was received, the pt was reported to be in surgery being prepared for changing the tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.